Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose level ranged from 295 to over 500 (mg/dl) with trace ketones. Reportedly, the customer was able to clear the alarm and resume insulin. The customer administered manual injections. Reportedly, the customer would continue use of the pump for insulin therapy.